Event description:
It was alleged that during a surgical procedure the permanent hook cautery instrument began to arc. No patient harm was reported. It was reported that there was no adverse outcome or injury.